Event description:
At end of physical therapy session, pt reported fatigue and asked therapist to drive w/c back to room. During trip to room, therapist was guiding a turn with the hand control and the w/c continued to speed up even with removal of hand from hand control. Pt's ble came in contact with wall as therapist hit power off button. W/c was manually pulled away from wall. FDA safety report ID # (B)(4).